Event description:
Customer reported blood glucose results of 110 mg/dl, hi, which on the compact system indicates a result in excess of 600 mg/dl, and "400 and something" mg/dl within ten minutes on the compact system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.